Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. The device logs were successfully retrieved and reviewed. There were no malfunctions or motor-related errors identified in the engineering data. According to the logs, the ilet issued appropriate low glucose alarms and multiple insulin pause events occurred surrounding the timeframe of the reported low blood glucose. Insulin delivery resumed at intervals consistent with user acknowledgment or programmed pause durations. In alignment with the customer report and device history, the ilet operated within specification. The cause of the event appears to be user-related and may involve mismanagement of low glucose alarms or prolonged suspension of insulin delivery. Should additional information become available, a supplemental report will be submitted.

Event description:
On (B)(6) 2025, a clinical representative reported that the user was hospitalized for low blood glucose. The user reportedly called emergency services and was transported to the hospital by ambulance and was treated with intravenous insulin. The user resumed ilet therapy upon discharge. Due to a language barrier, limited additional details were obtained.